Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with complaints of being fatigued. Upon interrogation, it was observed the atrial lead was failing to capture the atrium and stimulating the ventricle. There was also lead noise present. A chest x-ray was completed to reveal the atrial lead was dislodged and in the ventricle. The lead was explanted and replaced. The patient was stable.